Event description:
It was reported that the patient had a system implantation and prior to discharge the atrial lead dislodged. The lead was programmed off and the patient discharged and later re-admitted for atrial lead revision. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.